Manufacturer narrative:
No samples were received for investigation of pr (B)(4), in which the customer has stated: ¿needle-less closed infusion connector, connected to the syringe popped open and could not be reconnected¿. The product in use at the time is reported to be a 2000e china from lot 22026149. No additional information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22026149 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.

Event description:
It was reported that bd alaris smartsite needle-free valve separated. The following information was received by the initial reporter with the following verbatim: needle-less closed infusion connector, connected to the syringe popped open and could not be reconnected.